Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from a value displayed as "low" (specific value not provided), to a value displayed as "high" (specific value not provided). Elevated bg was addressed via a correction bolus via the pump and manual insulin injection, and low bg was addressed via consumption of carbohydrates. Reportedly, customer continued using pump for insulin therapy.